Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the handpiece was received for evaluation and the reported problem was confirmed. An investigation found the handpiece has the potential to run on its own related to pc board failure. A design change has been implemented to address this failure mode. To date, there have been reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
The customer returned this shaver handpiece with the report that the motor keeps running. There was no injury or surgical delay associated with this event.